Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary the device related to the reported events of deflation was received on may 29, 2025, with lot number 2363047. Based on the product analysis performed, the assessments of the complaint codes are: - deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.